Manufacturer narrative:
Follow up information received on 26-sep-2014: the correct batch number is b85141; with manufacturing date oct-2013 and expiration date oct-2016. Ptc investigation result received on 26-sep-2014. Ptc global number (B)(4). Final assessment: opening follow-up complaint to correct lot number information. When a term like broke is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As of 08/04/2014, no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient medical assessment: this ptc was initiated due to a product quality issue (breakage). In addition, the ae case refers to a usability issue. No adverse events were reported at this point in time. The reported batch was investigated. No complaint sample was provided for a technical investigation. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a bad release device which broke at fourth trailing coil at intrauterine extremity (interpreted as device breakage, device deployment issue and complication of device insertion). The implant could not be removed. All events are considered non-serious. The reported device breakage during insertion is considered unlisted in the reference safety information for essure while the other events are listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, considering that the reported events occurred in association with a difficult essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. A product technical analysis was performed and according to the technical assessment a quality defect was not confirmed but considered plausible. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 18-jun-2015. The bayer reference number for the ptc report is: (B)(4). The ptc investigation result was updated upon complaint sample receipt. Final assessment since product was returned to us for this complaint, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, outer coil found to be broken. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The cause of this failure is well understood. In the manufacturing assembly process if there is a small gap left between the inner coil and inner catheter (they should be butted together during assembly), when the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of micro-insert breaking off during the procedure is an anticipated event. Medical assessment this ptc was initiated due to a product quality issue (breakage) in the context of a complicated insertion. The provided complaint sample was investigated and a manufacturing deficiency was found. The technical assessment concluded confirmed quality defect with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. According to the technical assessment a quality defect was confirmed. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, based on the available information a causal relationship between the reported adverse events and the confirmed quality deficit cannot be excluded. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 19-jun-2015 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases; embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a bad release of the device which broke at fourth trailing coil at intrauterine extremity (interpreted as device deployment issue followed by device breakage). Physician cut the implant at entry in the cervix (regarded as device misuse); but part stayed at uterine level (device embedment). Patient was convened to a coelioscopic for devices removal. All events are considered non-serious, except for device embedment which is serious due to medical importance. The reported device breakage during insertion is considered listed according to technical analysis while the other events are listed in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, considering that the reported events occurred in association with a difficult essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since an intervention for essure removal was mentioned. The performed product technical analysis (ptc) investigated the complaint sample and a manufacturing deficiency was found. The technical assessment concluded to a confirmed or plausible quality defect which poses a not significant hazard to health. Ptc medical assessment considered based on the available information, a causal relationship between the reported adverse events and the confirmed quality deficit cannot be excluded. No further information is expected.

Manufacturer narrative:
Follow up 11-mar-2015: follow up information received from the health authorities in (B)(6). The start date of the events part of the implant stayed at uterine level, bad release device which broke at fourth trailing coil at intrauterine extremity and implant could not be removed was reported as (B)(6) 2014. No further information was provided. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 12-mar-2015 for the following meddra preferred terms: embedded device. The analysis in the global safety database revealed (B)(4) cases; device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a bad release of the device which broke at fourth trailing coil at intrauterine extremity (interpreted as device deployment issue followed by device breakage). Physician cut the implant at entry in the cervix (regarded as device misuse); but part stayed at uterine level (device embedment). Patient was convened to a coelioscopic for devices removal. All events are considered non-serious, except for device embedment which is serious due to medical importance. The reported device breakage during insertion is considered unlisted in the reference safety information for essure while the other events are listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, considering that the reported events occurred in association with a difficult essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since an intervention was possibly required for essure removal. No further information is expected.

Manufacturer narrative:
Follow-up information received on 28-jan-2015. New reporter was added. Patient's medical history included treated diabetes, tobacco use (20 cigarettes daily), 3 natural deliveries and one drug-induced abortion due to spina bifida. Operating report described that perineal and vaginal disinfection were done. Cavity aspect was normal, no visible lesion, mucosa aspect was also normal. Catheterization of left ostium was easy but there was difficulty to turn the thumbwheel which prevent the button for implant release from being activated. Implant was cut at entry in the cervix; part stayed at uterine level. Operative course was normal, without bleeding and pain. Discharge occurred at the same day with convening for coelioscopic; exploration with implants withdrawal and tubal sterilization. No further information will be provided. Company causality comment: this medically confirmed report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a bad release of the device which broke at fourth trailing coil at intrauterine extremity (interpreted as device deployment issue followed by device breakage). Physician cut the implant at entry in the cervix (regarded as device misuse); but part stayed at uterine level (device embedment). Patient was convened to a coelioscopic for devices removal. All events are considered non-serious, except for device embedment which is serious due to medical importance. The reported device breakage during insertion is considered unlisted in the reference safety information for essure while the other events are listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, considering that the reported events occurred in association with a difficult essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since an intervention was possibly required for essure removal. An updated product technical analysis is being sought.

Manufacturer narrative:
Follow-up from 26-dec-2014: despite follow up attempts, no further information obtained. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 29-dec-2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a bad release device which broke at fourth trailing coil at intrauterine extremity (interpreted as device breakage, device deployment issue and complication of device insertion). The implant could not be removed. All events are considered non-serious. The reported device breakage during insertion is considered unlisted in the reference safety information for essure while the other events are listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, considering that the reported events occurred in association with a difficult essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. A product technical analysis was performed and according to the technical assessment a quality defect was not confirmed but considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on patient's history, past drugs and concurrent conditions. On an unspecified date the patient had essure (fallopian tube occlusion insert) inserted, lot number b86141. During the insertion procedure, the essure device had a bad release which broke at fourth trailing coil at intrauterine extremity. The implant could not be removed, despite traction with prehensive pliers. Placement was performed without any difficulty on right side. The criterion of seriousness was considered as non-serious by the reporter. No further information was provided. Reporter causality: the relationship between the events and essure was not reported. According to the french method of causality the assessment of the causal relationship with essure was not applicable. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced bad release device which broke at fourth trailing coil at intrauterine extremity( device breakage/ device deployment issue), implant could not be removed and complication of device insertion. All events are considered non-serious.the event bad release device which broke at fourth trailing coil at intrauterine extremity( device breakage) is considered unlisted in the reference safety information for essure while the other events are listed. The event bad release device which broke at fourth trailing coil at intrauterine extremity, assumed as device breakage, was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that during the insertion procedure, the essure device had a bad release which broke at fourth trailing coil at intrauterine extremity. The implant could not be removed, despite traction with prehensive pliers. Based on the available information and due to lack of alternative explanation, causality between the evens above and essure use was considered as related. Ptc analysis will be request.